Event description:
It was reported that the customer experienced high blood glucose levels after going swimming. The customer bolused for her blood glucose, but she went from 136 to 330 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.